Event description:
It was reported that the patient received multiple inappropriate high voltage therapies due to noise on the right ventricular lead. The patient was evaluated in the emergency room. Upon interrogation, lead fracture was noted and the therapy was turned off. Lead revision was discussed with physician; no intervention has been reported.